Manufacturer narrative:
According to the instructions for use (IFU), hematoma is a potential adverse event associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. The patient¿s minimum luminal diameter of the access vessel is not known. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The patient¿s degree of access vessel calcification is not known. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the hematoma was likely due to the arterial puncture site. It is not known, but possible that the use of anti-platelet therapy put the patient at increased risk to develop a hematoma. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Fast tavi study, patient (B)(6). As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 valve in the aortic position by trans-femoral approach, the patient¿s egc showed a complete lbbb. No actions were taken and the event was ongoing. One day post valve implant, the patient had an inguinal scrotal hematoma. The hematoma was treated with a surgical decompression and drainage and the event was resolved.